Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that the operator inadvertently drained the saline bag during treatment causing air alarms to occur while trying to rinseback the patient's blood. The alarms would not clear after attempts to remove air, and rinseback was not performed due to possible clotting and air in patient lines, resulting in an estimated blood loss of 250cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is due to operator error. The air alarms occurred because the operator had inadvertently left a clamp open which drained the saline bag and introduced air into the cartridge lines. The user's guide contains adequate instructions for cartridge set-up and clamping the saline line prior to initiating treatment. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. The reported blood loss has been reviewed with facility staff who will provide additional training. Nxstage medical considers this report closed. No additional information will be provided.